Manufacturer narrative:
Physio-control observed that the keps nut for the positive battery contact was loose in battery well 1. Physio attempted to replace the keps nut for the positive contact in battery well 1; however, during the repair physio observed that the entire contact pin was loose and spinning within the insert of the rear case assembly. Physio then replaced the rear case assembly (which includes new contact pins, battery pins & grommets) and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power off by itself when moved, or shaken. This was observed during a training session. There was no patient use associated with the reported event.